Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 19mm trifecta gt valve was implanted in the patient's aortic position. On (B)(6) 2020, the valve was explanted due to aortic regurgitation resulting from prosthetic valve endocarditis (pve). During the valve replacement, the patient required an emergency bentall procedure. Upon explant, vegetation was confirmed around the valve and pve was detected on the annulus. The physician thought the issue was due to the patient's condition. A 19mm inspiris resilia aortic valve was successfully implanted and the patient was reported to be stable.

Manufacturer narrative:
An event of regurgitation due to endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.